Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the asxym analyzer. The abbott customer technical advocate asked the customer to centrifuge the calibrator for diagnostic purposes and recalibrate. Following centrifuging, the calibration passed. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.